Manufacturer narrative:
Concomitant medical products: 5092-52 lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t wave oversensing. The rv lead remains in use. No patient complications have been reported as a result of this event.